Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR number1213643-2019-04753). This supplemental emdr is being submitted to report the additional information as per amended legal claim and to correct the date of implant. Updated fields: b4, b5, g3, g6, h2, h6, h10, h11 corrected fields: d.6a (date of implant) this supplemental emdr represents the bard/davol ventralex st (device #1). An additional emdr's were submitted to represent the bard/davol phasix mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch on (B)(6) 2017 and phasix mesh on 29-nov-2018. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.